Event description:
It was reported in an scientific article that a vns patient showed an increase in seizures. The patient had his vns removed due to worsening of seizures. The cause of increase in seizures is unknown.

Manufacturer narrative:
Article reference: narmina dzhafarova, tejwant bindra and m. Andriola. "Retrospective analysis of vagal nerve stimulator effect on the frequency of seizures at one, two, and five years post placement". Epilepsia (2008).